Manufacturer narrative:
Correction to: e1, e2, e3, g2. Updated fields: d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported issue did not occur again, and no further information was provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition liquid crystal display monitor intermittently powered off. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.